Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced invalid impedances readings on multiple lead contacts. In addition, one of the lead contacts was low. Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced. The patient reported effective stimulation postoperative and the issue is now resolved.